Manufacturer narrative:
Additional information b5: medtronic received additional information that the instrument was working properly and the customer may have been using expired cartridges. Normal and abnormal quality controls have been performed and the controls passed. It was stated that the instrument is working properly. No further action required. Correction b5: during preventive maintenance/testing by the facilities' bio-med technician it was noted that this act plus instrument was not passing abnormal quality controls. This was detected during service/testing so there was no patient involvement, so no adverse effect occurred. Correction d 4.5 (unique identifier (UDI) #:): this field has been updated. Correction section e initial reporter: the initial reporter's first and last names have been updated. Correction g2 (report source): the other checkbox has been selected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this act plus instrument was not passing abnormal quality controls. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.